Event description:
It was reported that during complex left revision total hip arthroplasty, the tip section of the disk drill fractured. Attempts to remove the fragment were unsuccessful; tip section remains implanted in the patient's femoral canal.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.